Event description:
It was reported that a patient presented in clinic with a implantable cardiac monitor (icm) that was unable to be interrogated by a programmer. No intervention was performed as the nurse will try to interrogate with different programmer. No patient symptoms reported.